Event description:
The customer reported that a patient's blood pressure decreased 10 minutes after a change of syringe and tubing for an infusion of norepinephrine at 0.13ml/h. A non-carefusion manifold set with no anti-siphon valve was utilized. The system was primed with the syringe pump and allowed to run for 16 minutes prior to connecting it to the patient. Reportedly the blood pressure stabilized later with no medical intervention having been required.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
(B)(4)